Event description:
It was reported that an alert was generated for anti-tachycardia pacing therapy (atp) delivered to convert an arrhythmia. Review of the electrograms detected noise on the atrial and ventricular channels which was most likely from an external source. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.